Event description:
The hosp reported that the distal end of a gastroscope could not be straightened at the end of an esophagogastro duodenoscopy procedure (e.g.d.). The angulated scope was removed from the pt without complications.